Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed major bleeding in the lower gastrointestinal tract and a transfusion was performed. The patient was on warfarin at the time of the event. The patient has a documented history of lesion or condition in the organ site of bleeding that could potentiate the bleeding episode. The bleeding was thought to possibly be device related and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Section b5: previous event of gastrointestinal bleed was covered under MFR # 2916596-2023-03308. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.